Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's bg levels rose to 22 mmol/l (396 mg/dl) after wearing the pod between 36 and 48 hours on the arm. When removed, the patient reported that he could not see the pink slide, indicating a needle mechanism failure. As treatment, a new pod was placed and a bolus was delivered.